Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), embedded device ('migration of essure device location of device:endometrium') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 50667569) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, dvt, sexually transmitted disease and low back pain. She did home pregnancy test which was negative. Previously administered products included for an unreported indication: nuvaring and mirena. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("physical pain/ pain/ left side"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ psychology injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: endometrium/ migration"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with salbutamol (albuterol) and surgery (surgery (other) type of surgery: d&c). Essure treatment was not changed. At the time of the report, the menorrhagia, embedded device, genital haemorrhage, device expulsion, vaginal haemorrhage, pelvic pain, depression, anxiety, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), embedded device ('migration of essure device location of device: endometrium') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. 50667569) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, dvt, sexually transmitted disease and low back pain. She did home pregnancy test which was negative. Previously administered products included for an unreported indication: nuvaring and mirena. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("physical pain/ pain/ left side"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ psychology injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: endometrium/ migration"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with salbutamol (albuterol) and surgery (surgery (other) type of surgery: d&c). Essure treatment was not changed. At the time of the report, the menorrhagia, embedded device, genital haemorrhage, device expulsion, vaginal haemorrhage, pelvic pain, depression, anxiety, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporters added, medical history, historical drugs were added. Updated essure indication added lot number. On (B)(6) 2012, she implanted essure (previously reported as (B)(6) 2013). Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: endometrium, dyspareunia (painful sexual intercourse), abnormal bleeding, abdominal pain, back pain. Updated event verbatim physical pain/ pain (previously reported as physical pain). On (B)(6) 2019: combine fu processed together (B)(6) 2019 and (B)(6) 2019. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.